Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4269 lead, implanted (B)(6) 1991. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the right ventricular lead had a "small hole in the insulation in the pocket area." The lead was capped and replaced. No patient complications have been reported as a result of this event.